Manufacturer narrative:
It was confirmed that the programmer would not update software via the software distribution network (sdn). It was found that the programmer stylus did not work, and the coating was peeling off the liquid crystal display (lcd). Additionally it was found that the case handle, the display latch hasp, and a tab on the power cord bay door were broken. The keyboard was noted to be pulling apart, and the keyboard slide cover was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software installation stalled when attempting to perform the update via software distribution network (sdn) and universal serial bus (usb). The caller was advised to power cycle the programmer, wiggle the ethernet cable, or try another usb. The programmer has been returned to service. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacture's analysis.